Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The legal manufacturer for this product, northgate technologies inc., will review the event and determine reportability. They will report to the food and drug administration and any other authorities as deemed necessary.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during use in a bi-lateral inguinal hernia repair using the smith & nephew 500 insufflator resulted in a over gassing of the patient. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.